Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated to her uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("vaginal bleeding"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, vaginal haemorrhage, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, uterine perforation and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device had migrated to her uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("vaginal bleeding"), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy: rash/skin condition"), skin disorder ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), alopecia ("hair loss"), nausea ("nausea") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal haemorrhage, back pain, abdominal pain, rash, skin disorder, psychological trauma, bladder disorder, alopecia, weight increased, nausea and headache outcome was unknown and the dysmenorrhoea, dyspareunia and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, nausea, psychological trauma, rash, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) not provided. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Following events were added: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash/skin condition, psych injury, bladder problems, hair loss, weight gain, nausea and headaches. Reporter information was updated. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device had migrated to her uterus\migration of essure device location of device: uterus'), embedded device ('we saw an irregular endometrial cavity that is 2.4 x 1.6 cm. In its we saw a foreign matter with a metallic look (essure) occupying the fundus and portions of the tubes') and genital haemorrhage ('abnormal bleeding(bleeding)') in a 31-year-old female patient who had essure (batch no. C40243, c51072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included cervical dysplasia, chronic cervicitis, endocervical squamous metaplasia and leiomyoma nos. Concomitant products included ibuprofen (motrin) from (B)(6)2015 to (B)(6)2016 and ibuprofen from (B)(6)2015 to (B)(6)2016. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hot flashes"), migraine ("migraines\headaches,"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and dysgeusia ("metal taste in mouth") and was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), skin disorder ("rash or skin condition type- bumps on face"), anxiety ("anxiety") and alopecia ("hair loss"). In (B)(6)2016, the patient experienced nausea ("nausea") and genital haemorrhage (seriousness criterion medically significant). On (B)(6)2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 8 months 11 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding\abnormal bleeding (vaginal)"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)"), bladder disorder ("bladder problems"), headache ("headaches") and abdominal pain lower ("abdomen to lower back"). The patient was treated with paracetamol (tylenol) and surgery (bilateral salpingectomy and hysterectomy (full)). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, embedded device, back pain, abdominal pain, skin disorder, anxiety, bladder disorder, alopecia, weight increased, nausea, headache, hot flush, migraine, allergy to metals, vaginal discharge and dysgeusia outcome was unknown and the vaginal haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, skin disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6)2015 and (B)(6)2015. Insertion details- 2 coils trailing into cavity on right, 7 coils exposed on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6)2015: result not specified.. Concerning the injuries reported in this case, the following one was described in patients medical record: device embedded. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: reporters were added. Lot no. Was added. New events- hot flashes, nickel allergy, vaginal discharge, abnormal bleeding(general), metal taste in mouth, were added, & two events was updated from psych injury to anxiety, rashes or skin conditions to bumps on face. Device embedded was captured from mr as a event. Treatment & concomitant was added. Concomitant conditions were added. Lab test was updated. Outcomes were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device had migrated to her uterus\migration of essure device location of device: uterus'), embedded device ('we saw an irregular endometrial cavity that is 2.4 x 1.6 cm. In its we saw a foreign matter with a metallic look (essure) occupying the fundus and portions of the tubes') and genital haemorrhage ('abnormal bleeding(bleeding)') in a 31-year-old female patient who had essure (batch no. C40243, c51072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included cervical dysplasia, chronic cervicitis, endocervical squamous metaplasia and intramural leiomyoma of uterus. Concomitant products included ibuprofen (motrin) from (B)(6) 2015 to (B)(6) 2016 and ibuprofen from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hot flashes"), migraine ("migraines\headaches,"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and dysgeusia ("metal taste in mouth") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), skin disorder ("rash or skin condition type- bumps on face"), anxiety ("anxiety") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and nausea ("nausea"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 8 months 11 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding\abnormal bleeding (vaginal)"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)"), bladder disorder ("bladder problems"), headache ("headaches") and abdominal pain lower ("abdomen to lower back"). The patient was treated with paracetamol (tylenol) and surgery (bilateral salpingectomy and hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, embedded device, back pain, abdominal pain, skin disorder, anxiety, bladder disorder, alopecia, weight increased, nausea, headache, hot flush, migraine, allergy to metals, vaginal discharge and dysgeusia outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, skin disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2015 and (B)(6) 2015. Insertion details- 2 coils trailing into cavity on right, 7 coils exposed on left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result not specified.. Concerning the injuries reported in this case, the following one was described in patients medical record: device embedded. Batch no :c40243,production date: 2014-04-03, expiration date:2017-04-30. Batch no :c51072,production date : 2014-04-23, expiration date :2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality safety evaluation of ptc. On 2-oct-2019: medical record received. Medical confirm case. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.